Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that the insulin pump alarmed button error. The customer also mentioned about the voluntary recall for the insulin pump. Explained to customer about the recall. Customer requested to have his insulin pump replaced with the updated scroll wrap software. No blood glucose reading provided. Troubleshooting was done for button error. Advised customer the insulin pump would be replaced. Advised to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
No unexpected button error alarms noted. All buttons function properly. Insulin pump had moisture damage noted during visual inspection. Insulin pump had minor scratches on lcd window, cracked case at lcd window corners, cracked lcd window, cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and cracked belt clip slot.